Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2008. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.